Event description:
The patient experienced a warm sensation in and around the ins pocket while charging. She also experienced a "shot/sting" while charging and intense stimulation in her back rather than lower legs as previously.. The pocket site was tender and the ins moved around slightly. She was reprogrammed several weeks earlier but the symptoms did not resolve. A lead migration was suspected.